Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the none of the events were relate directly to medtronic devices/products.

Event description:
Literature was reviewed regarding: "the safety and efficacy of leo stents with coiling or alone for anterior cerebral artery aneurysms" (page 560). The time frame of this study was: january 2016 to october 2021 (page 560). The following medtronic devices were used: echelon 10 microcatheter (page 561). Deaths occurred in the study population: no deaths were reported in the study. Among patient adverse events included: symptomatic ischemic infarct: two cases (3.5%) were recorded as having mild symptomatic cerebral infarction, which showed as dysphasia that recovered in three months (pages 562-563). Intra-parent artery narrowing: eight patients showed this complication during follow-up (page 563). Injured side branches: four patients (12.3%) experienced this complication (page 562). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-echelon (lot: unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: duan, y., shen, j., qin, x., xu, b., mao, r., li, j., an, q., liao, y., zhang, f., <(>&<)> chen, g.. The safety and efficacy of leo stents with coiling or alone for anterior cerebral artery aneurysms. Current neurovascular research 20(5):560-567 2024. Doi:10.2174/0115672026271147231130111233 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.